Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6).

Event description:
It was reported that stent premature deployment and stent migration occurred, requiring additional intervention. The target lesion was located in the moderately tortuous hepatic vein. A 10x100x120 epic stent self-expanding was selected for use via an ipsilateral and antegrade approach. During the procedure, when deployment was attempted, approximately 10 cm of the stent prematurely deployed at an undesired segment. There was migration of the stent after deployment. The device was simply pulled out, and the procedure was completed with an alternate device. There were no patient complications as a result of this event and the patient is expected to fully recover.